Event description:
Discordant, falsely low sodium (na), chloride(cl) and potassium (k) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who treated the patient for the low sodium result. The patient was redrawn and the redraw sample was tested on an alternate instrument, resulting higher for sodium and chloride. The results were reported to the physican(s), who questioned the sodium result because the treatment should not have raised the sodium that much in that timeframe. The original sample was repeated on the same and an alternate instrument, resulting higher than the initial results from the original sample. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low na, cl and k results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The lab manager and tsc discussed whether the results could be sample-related and determined to proactively troubleshoot the instrument. A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed maintenance on integrated multi-sensor technology (imt) system. The cse bleached the port and tower and installed new tubing on the imt system. The cse replaced the syringe tip on the dilution syringe and the seal in the rotary valve pump's x tubing. The cse ran forty replicates on a patient sample, quality control samples and all were within specification. The cse replaced reagent probe 2 idler gear and installed a new reagent probe 2. The cse ran quality controls, which were within acceptable ranges. The cause of the falsely low sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.